Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that on (B)(6) 2019, when the doctor filled up the 375cc mentor smooth round spectrum saline breast prosthesis, the solution started leaking out the side. There was no patient contact. Another device, a 700cc artoura breast tissue expander was used.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/14/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample and appears to be intact. No other anomalies were observed. In addition during the leak testing a tear was detected in the posterior aspect measuring 0.1 cm. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer reference number: (B)(4).